Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they have been having problems since december when charging their implant. Patient stated that they are having a lot of burning pain when they charge and it causes a pulling sensation, a burning, and a stabbing pain on top of that over towards their spine next to the side of the implant. Patient also stated that their skin is really hot and it feels like it is burning them from the inside. Patient mentioned that charging can sometimes take an hour or more and they can't do a long spend of time with it because it gets so intense so they charge in small sessions. Patient mentioned that the recharger gets hot and their actual skin gets hot too; patient added that the space from the implant and spine is like someone stabbing them. Patient noted that the pain management doctor told them to reach out to a manufacturer representative (rep) and maybe meet up with them; doctor also suggested charging in small sessions. Patient contacted a rep and the rep said to call patient services. Patient stated they are miserable and asked if this was common; agent reviewed information. When asked for an event date; patient reported the week or 2 before christmas and a little before that but before christmas was when it got really intense and hot. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed : complaint unverified medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.